Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 (scope communication error) and no image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is due to defective plug unit and component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported video showing static during inspection for use procedure involving an olympus colonovideoscope. There was no patient involvement reported.